Event description:
It was reported that pump displayed malfunction code 16 and was included in a field correction, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.